Event description:
It has been brought to manufacturer's attention that lyric device was removed after 15 wear days, the reason for removal being "ear irritation". Upon the removal the hcp observed bleeding, severeness rated as significant. Additional ear canal observation has been provided, that says: "sent to ent - major suction".